Manufacturer narrative:
This report is associated with argus case (B)(4), polident denture adhesive, flavor free. Polident denture adhesive is marketed as super poligrip in the us.

Event description:
Burnt roof of mouth. Burnt gums. Blistered roof of mouth. Blistered top gum [gingival blister]. I can't put my teeth on. Can't have hot/hot drinks/food. Mouth very sore. Painful. Case description: this case was reported by a consumer via call center representative and described the occurrence of burning mouth in a (B)(6) male patient who received double salt dental adhesive cream (polident denture adhesive, flavor free) cream (batch number (B)(4), expiry date 30th september 2018) for drug use for unknown indication. Concomitant products included double salt dental adhesive cream (polident adhesive freshmint). On an unknown date, the patient started polident denture adhesive, flavor free. On (B)(6) 2016, an unknown time after starting polident denture adhesive, flavor free, the patient experienced sore mouth. On an unknown date, the patient experienced burning mouth, burning gum, blistering of mouth, blisters gum and tooth disorder. On an unknown date, the outcome of the burning mouth, burning gum, blistering of mouth, blisters gum and sore mouth were not recovered/not resolved and the outcome of the tooth disorder was unknown. The reporter considered the burning mouth and burning gum to be related to polident denture adhesive, flavor free. It was unknown if the reporter considered the blistering of mouth, blisters gum, sore mouth and tooth disorder to be related to polident denture adhesive, flavor free. Additional details, consumer bought a tube of polident flavour free denture adhesive cream 60g . When he used it, it burnt all the roof of my mouth and my gums. He had been using the red and green one (polident adhesive freshmint) and no effect (by "no effect" he meant that it did not have any side effects). The doctor looked at my mouth. She saw that the roof of my mouth and my top gum were blistered. E stopped as soon as it occurred. He only used it once and that was it. He could put my teeth on (false teeth) because of it. He could not have hot or cold drink/ foods. He could not even drink a cup of coffee in the morning. It was the next day when I removed my denture, 2 hours later my mouth started to feel very sore. He was advised by doctor to wash mouth with saltwater 4-5 times a day to get rid of it. It was still very sore. It's taking a while to get rid of sore. It was very painful. Case correction from initial receipt date: event updated and case upgraded to serious (burned mouth (serious criteria gsk medically significant). On (B)(6) 2016, an unknown time after starting polident denture adhesive, flavor free, the patient experienced sore mouth. On an unknown date, the patient experienced burned mouth (serious criteria gsk medically significant), burning gum, blistering of mouth, gingival blister, tooth disorder, sensitive mouth and pain. Follow-up information received on 19 jan 2017: on an unknown date, the outcome of the burned mouth, burning gum, blistering of mouth, gingival blister, tooth disorder, sensitive mouth, sore mouth and pain were recovered/resolved. The patient is using "pink polident" (polident adhesive freshmint) and did not experience any side effects. The patient can put on their false teeth and eat. It was unknown if the reporter considered the burned mouth, blistering of mouth, gingival blister, tooth disorder, sensitive mouth, sore mouth and pain to be related to polident denture adhesive, flavor free. The reporter considered the burning gum to be related to polident denture adhesive, flavor free.